Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, two central scratches were found on the lens. Scratches were not seen in the operation room under the microscope but were observed at the slit lamp. The lens was later exchanged in a secondary procedure. Additional information was received stating patient was not hospitalized as a result of this event.